Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead was capped and replaced on (B)(6) 2018 due to extra cardiac stimulation. There are no alleged malfunctions on the lead and additional information was requested but has not been received. No further information is available at this time.

Manufacturer narrative:
Product problem was incorrectly selected; there was no alleged malfunction on the lead.